Manufacturer narrative:
A dräger service engineer was dispatched and has performed an on-site investigation. The log file was checked which revealed a number of error codes pointing to a problem with the ventilator motor or the piston diaphragm. The motor was temporarily hindered in its movement and exhibited a current consumption higher than usual. Consequently, the service engineer has replaced the motor, the diaphragm and parts of the motor position supervising system. The device was completely tested to confirm that it is fully functional again. Dräger finally concludes that the workstation responded as specified upon an error condition of one of its subsystems. Automatic ventilation was shut down and the corresponding alarms were posted. Manual ventilation and the monitoring functions remain available in such case. No patient consequences were reported.

Event description:
Please refer to initial MFR. Report #9611500-2016-00318.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail' and 'apl valve fail'. The machine was swapped out and there was no patient injury reported.